Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 401 mg/dl. Customer stated that charger was not charging transmitter. Customer was able to remove the battery cap or cover. Customer needed to change the battery. Customer did and the charger was working. The insulin pump will not be returned for analysis.